Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix..

Event description:
Boston scientific received information that the interveral time between a sensed or paced atrial event and a paced ventricular event was too short. As a result, the patient underwent surgical intervention to reposition the lead. The physician attempted many times to reposition the lead, however the desired results were not achieved. Subsequently after many attempts to reposition the lead, the helix would no longer retract. The lead had to be extracted from the right atrium (ra) using a tool. The lead will be returned for analysis. No adverse patient effects were reported.